Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the use error which resulted in the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer in the (B)(6) of a break in aseptic technique and peritonitis in a patient coincident to receiving dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized the same day. The cause of the peritonitis was a break in aseptic technique, further described as the patient did not wear a mask. On an unreported date the patient was treated with cefuroxime 750mg intravenously (IV) every 8 hours. At the time of this report the patient remained hospitalized. Outcome: ongoing and improving for the event of peritonitis. Not reported for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The label review found the labeling adequate for the use error in this complaint.